Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gd450m - micro-line straight hdpc 1:1 f/2.35x70mm. According to the complaint description, the device heated during use. There was no described patient harm. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under (B)(4).

Manufacturer narrative:
Investigation results : the investigation has been carried-out by the aesculap technical service (ats). Visually, the handpiece is in a used condition. During the functional test, the tool could not be inserted properly. During the running test, running noises were clearly audible; a faster heat development could be detected. In the disassembled state, contamination was clearly visible at the interior, tool lock and especially ball bearings. This contamination is due to reprocessing and lack of care. A last repair/maintenance could be found within our database, dated february 2018. A maintenance should be executed at least once per year according to the corresponding IFU. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence1(5) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: due to the described deviation the root cause for the problem is most probably usage related. Based upon the investigations results a CAPA is not necessary.